Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on the transplant list due to their plasma free hemoglobin indicating suspected thrombus. The patient's international normalized ratio (inr) was within normal limits. The patient received a heart transplant on (B)(6) 2024. It was noted the patient had a history of two transient ischemic attacks (tia) after left ventricular assist device (lvad) implant. Historical events are covered under 2916596-2024-06935.

Manufacturer narrative:
Section d6b: date of explant corrected manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm pump thrombosis. Additionally, a direct correlation between the device and the reported event could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable returned connected to the modular cable. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned and was secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU and heartmate 3 lvas patient handbook contain information regarding how to clean and care for the driveline in multiple sections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that patient's free hemoglobin was trending up. The patient was placed on the transplant list due to suspected thrombus and received a heart transplant on (B)(6) 2024. The pump was to be returned for analysis. Whether the outcome was device or therapy related was not provided.